Manufacturer narrative:
The device was returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The right ventricular pacing was verified and the defibrillation therapy was available based on the device memory log. The longevity was then tested and passed confirming the device reached end of life (eol) normally. Laboratory testing was unable to confirm the clinical observations reported by the field as this device functioned normally during analysis.

Event description:
Boston scientific received information that this patient presented with heart failure symptoms and out of range left ventricular lead impedances, greater than 2000 ohms with no capture. The device had reached end of life (eol). Monitoring voltage was 2.18 with an extended charge time of 31 seconds. Pauses were noted on telemetry and the patient was experiencing ectopy. Left ventricular therapy was turned off and the device was programmed to monitor only. Two days later the device was replaced.

Event description:
--